Event description:
This female patient suffered a thromboembolic event during an embolization procedure of an aneurysm, located in the anterior communicating artery (a-com). The information received states that the patient was originally treat, in 2005, when the aneurysm ruptured and was clipped. The patient returned to the hospital for follow-up treatment of the aneurysm three months later. The patient had no symptoms at the time of the follow-up treatment. The patient was taking blood pressure medicines. Aneurysm size is as follows: sac: height 5.8mm, width 8.2mm, length 8mm. Neck 5mm. Neck/sac ratio .61. The aneurysm volume calculation and the percentage of volumetric filling calculation are unavailable. Five orbits coils were placed in the a-com aneurysm (cat # 637cs0721, 637hf0615, 637hf0512 x2, 637hf0408. Lot numbers unknown). Satisfactory packing of the aneurysm was accomplished and angiography showed complete occlusion of the neck of aneurysm. The thrombo-embolic event occurred after the last coil was placed and it is unknown which coil caused the event. The information states that thrombus had formed on a portion of a coil that was protruding out of the aneurysm into the parent artery. A bolus of reopro was given and a 12-hour continuous drip of reopro was begun. The patient was prescribed plavix (4 weeks) and aspirin (indefinitely). The patient still complains of headaches and gait instability.

Manufacturer narrative:
The product will not be returned for evaluation and testing.